Event description:
It was reported that the device was explanted after an implant duration of zero days, due to perivalvular leak. It is unknown if the device is available for evaluation. Information learned from implant patient registry.

Manufacturer narrative:
Device not returned.